Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to scrotal hematoma. Device auto-inflation was also reported. All the components were explanted. A new ipp was implanted. No patient complications were reported in relation to this event. Additional information was requested and will be provided as it becomes available.